Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 1 of 3: it was reported when using bd preset¿ arterial blood collection syringe, there was inadequate blood volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter city: (B)(6). E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos for investigation. Evaluation of the two photos did not indicate evidence of air bubbles. The samples shown are not compatible to be used with each other. No retained samples were inspected, as no lot number was provided. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 1 of 3, it was reported when using bd preset¿ arterial blood collection syringe, there was inadequate blood volume in an unspecified number of devices. No adverse impact was reported regarding the patient or user.